Event description:
It was reported that the pt was explanted of the device. No further info is available at this time.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck when it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.